Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found three external insulation abrasions noted at 6.4 cm to 7.7 cm 40.1 cm to 40.2 cm and 40.7 cm to 41.0 cm from the distal tip consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis